Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the internal paddles failed. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
A customer reported that the internal paddles failed while in use on a patient. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. Philips provided remote customer support. The customer did not request that a philips field service engineer evaluate the device. No ECG strips or case events files were provided to the customer for review. Philips requested but did not receive additional information. Philips was not able to confirm the reported problem. Because the problem could not be replicated, the cause cannot be determined. Philips provided information to the customer concerning maintenance of the device internal paddles. The device remains in service at the customer site. The available information from this report does not support a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
A customer reported that the internal paddles failed while in use on a patient. We are considering this event to be a serious injury based on the report by the field service engineer (fse) that the customer required the use of another defibrillator. Additional details have been requested.